Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26, with recurring occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl or show as "high." Technical support instructed the caller to perform a series of troubleshooting steps, which included disconnecting and tightening components, delivering boluses, and replacing supplies. The issue persisted until the caller loaded a new cartridge and successfully delivered a bolus. The customer was advised to replace supplies and resume insulin.